Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the carriage separated and still attached to the delivery catheter system (dcs) handle. There was no other damaged observed on the dcs. During functional testing there was no issue with retracting the capsule. When the carriages are separated, the tabs appear to be intact. When the carriages are pushed together, they stay intact. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. An actuator separation will prevent loading and/or deployment through normal use. Analysis of the returned dcs confirmed the reported actuator separation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that while loading a 29mm valve, the handle of the delivery catheter system (dcs) separated when spun to deploy the valve. Another dcs was used for the implant. There was no patient involvement. Note: the loader had previously loaded 10 valves.